Event description:
It was reported patient underwent a x-fix procedure on (B)(6) 2012. During the procedure, the surgeon drilled with a 4.8mm drill and inserted the screw. When they hit the far cortex, the screw became tight. Screw sheared off as the surgeon continued to twist the screw in. They had to find a screw removal kit to ream out the remaining piece of the screw, this caused a delay of about 30 to 45 minutes. The same kind of screw was used to complete the procedure.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.